Event description:
The customer reported via phone call that she had a high blood glucose of 451 mg/dl. Customer's current blood glucose was 404 mg/dl. Customer stated that her trainer told her that she would not get insulin due to the fact that she had taken long acting insulin last night. Customer is on a steroid shot and was told she would be high due to the shot. Customer was just starting out on the pump and thought she gave herself a bolus. Customer reported that she gave herself a bolus of 25 units. Customer stated that she did not have time to troubleshoot. Customer stated that her trainer is supposed to contact her tonight to follow-up. Customer later called back and reported that her blood glucose went down to 351 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.